Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the clips dropped off when the clip was loaded. Another device was used to complete the case. There was no adverse consequence to the pt.